Event description:
Reporter alleged blood glucose was 179 mg/dl before 10 pm so customer took normal 5 units of insulin however woke up in the middle of the night feeling like he had low glucose, but glucose measured 142 mg/dl, time not provided. It was stated no actions were taken at that time however at 5-5:30 am, a relative was unable to wake up customer so relative gave him a glass of orange juice and lemonade before calling the emergency medical systems (ems). Reporter indicated ems measured customer; glucose to be 80 mg/dl compared to the customers' result of 270 mg/dl when performed within a minute of each other. No medical treatment was reportedly received or any other actions taken at that time. A request was made for the return of the suspect device and replacement product was sent.